Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently declared a low, out-of-range impedance measurement of less than 30 ohms. Boston scientific technical services (ts) was contacted and recommended defibrillation threshold testing to evaluate the measured impedance of a delivered shock. Complete data was also requested for a complete analysis. At this time, this s-ICD system remains implanted and in-service. No adverse patient effects were reported.